Manufacturer narrative:
(B)(4). During a bwi sponsored clinical trial, it was reported that a 57 year old male patient underwent an ablation procedure for symptomatic persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered an ileus requiring an unspecified medication. It was also reported that during ablation, there was a deflection issue with the d curve. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, the catheter deflection is verified several times before leaving the facilities. The temperature test, flow test and force test couldn't be performed since the catheter was dissected to find the root cause of the deflection issue, however the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place including temperature, flow and calibration tests to prevent some type of damage of failure from leaving the facility. The customer complaint regarding the deflection issue been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. The root cause of the gastroparesis and the adverse event cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
During a bwi sponsored clinical trial, it was reported that a (B)(6) male patient underwent an ablation procedure for symptomatic persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered an ileus requiring an unspecified medication. On post-procedure day 2, the patient was diagnosed with an ileus. Intervention was medication (unspecified). Issue resolved without sequelae. Cardiovascular medical history includes systemic hypertension. Principal investigator assessed this event as moderate in severity, not investigational device-related, and possibly procedure-related. It was also reported that during ablation, there was a deflection issue with the d curve. The catheter was not replaced and the procedure was completed. Deflection issue was not related to the adverse event and is not MDR reportable as the potential risk that it could cause or contribute to a serious injury or death is remote.